Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited noise. The noise was reproducible with arm movements. During routine device change out procedure on (B)(6) 2015, it was noted that the lead was fractured. The lead was capped and replaced. There were no complications to the patient.

Manufacturer narrative:
.